Event description:
Patient implanted with plate and screw construct in (B)(6) 2009. During a scheduled removal on (B)(6) 2012, surgeon experienced difficulty removing the screws, as the screws were blocked in the plate. Surgeon completed a partial corpectomy and the procedure was extended by an hour. Hardware was explanted. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.